Event description:
Caller reports the electrical contacts of the inform meter appear to be melted. Reported no adverse event. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.